Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported she inserted a tampon and did not realize there was no string until after she inserted it. She was unable to remove the pledget from her vaginal cavity and went to urgent care. Consumer reported that at urgent care they had to use tools to remove the pledget. The tools caused some vaginal pain after removal which lasted about a day. She reported her symptoms resolved and she did not receive any additional medical treatment.